Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a constant failed battery test alarms after boot up due to loose connector on the interface board noted. Unable to perform functional testing due to constant failed battery test alarms. Unable to verify excessive no delivery alarms or motor error alarms due to constant failed battery test alarms. The motor was tested outside of the device and passed. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery, followed by a motor error alarm. The customer's father did not know the blood glucose reading. He reported that the customer had milk without telling anyone and the blood glucose reading almost reached 400 mg/dl. The caller's wife stated that the high blood glucose levels were caused by the milk and no delivery alarms. The caller did not recall any other significant events leading to the alarms. The caller declined troubleshooting assistance for the alarms. Advised replacement of the insulin pump. Nothing further reported.